Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise can be seen on the ra channel, making rhythm interpretation difficult. The shock impedance has trended up since (B)(6) 2025. Lead remains implanted.

Manufacturer narrative:
Combination product: yes.